Manufacturer narrative:
Additional information: it was reported that the endurant bifurcate stent graft system was implanted for the endovascular treatment of a maximum diameter 49mm abdominal aortic aneurysm. Nine endoanchors were implanted during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information : a ultrasound was performed for this patient on the (B)(6) 2019 and no issues were identified. The sponsor assessed the anemia event as having a causal relationship to the study procedure, not related to the study device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 20-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient due to concern for late failure of an endurant stent graft and for treatment of a type ia endoleak. It was reported that the heli-fx endoanchors successfully treated the type ia endoleak. It was also reported that two days later the patient suffered from anemia and received a blood transfusion to resolve the anemia. The anemia was assessed to be related to the intervention procedure. No additional clinical sequelae were reported and the patient is fine.